Event description:
On (B)(6) 2010, it was reported that the pt experienced coupling and or communication issues. An overdischarge due to pt compliance was suspected. Add'l info received from the hcp on 12/sep/2011, reported that the event was caused by a dead battery. It was also reported that the pt was diagnosed with crohn's disease. In order to get an MRI for further diagnosis and treatment the spinal cord stimulator system was removed on (B)(6) 2010. The pt did not require hospitalization and it was reported that there was no injury.

Manufacturer narrative:
(B)(4).